Event description:
Additional information was received on (B)(6) 2012, when the hospital reported that the generator and lead would be returned for product analysis. The lead and generator were received by the manufacturer on (B)(6) 2012. The lead impedance after the full revision surgery was noted to be within normal limits. Product analysis on the lead was completed on (B)(6) 2012. A portion of the lead (including the electrode array) was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has remnants of what appear to be body fluids inside the tubing. No obvious point of entrance for the fluids was identified other than the end of the returned lead portion. Product analysis on the generator is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the patient underwent a full revision surgery on (B)(6) 2012. The explanting hospital has a "do not return policy"; therefore the explanted products will not be returned to the manufacturer for product analysis.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The data in the memory locations revealed that 33.232% of the battery had been consumed and the voltage was 2.836v. The results of bench diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The data from the generator also indicated that on (B)(6) 2011, high impedance was observed as the impedance value went from 7227 ohms to 9170 ohms, both of which are high impedance.

Event description:
On (B)(4) 2012, a vns treating physician reported that the vns patient had high impedance that was discovered on the patient's last visit. There was no known patient manipulation or trauma. The patient has been referred for surgery. The physician later reported that the high impedance was first seen on (B)(6) 2012 when a system diagnostics test showed output=low/lead impedance=high/impedance value> 10,000 ohms/eos=no. No x-rays were taken. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected data: additional information was received that changes the event date reported on the initial report.